Event description:
A male patient had a bard composix kugel hernia patch lot #43bod385 implanted in 2005. In 2006, this pt underwent an exploratory lap for a possible bowel obstruction; the patient was determined to have a defective hernia patch and also had lysis of adhesions during his procedure. It was also determined that this was one of the patches that been recalled by bard. The retained patch and ring have been sent down to our path lab for analysis. Please contact me for instructions on dispostion of the patch after the analysis of the specimen. This information was reported to the bard co on 08-07-2006 to bard quality assurance.